Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pockets were greyed out. A technical support specialist rebooted the device and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pockets were greyed out. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.